Event description:
It was reported that the lead trend report said "data invalid". The message was caused by a memory error. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device indicated a data recording problem. There is measured date that was not viewable.